Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There was proximal stent damage evident. The ro markerbands were examined and there was no damage noted. Their profiles met the specification. The tip of the device was slightly flared. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the distal left anterior descending artery. A 2.75x16mm promus element drug eluting stent was advanced to treat the lesion but the stent body was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the distal left anterior descending artery. A 2.75x16mm promus element ¿drug eluting stent was advanced to treat the lesion but the stent body was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).